Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had chest pain. It was also reported that the right atrial (ra) lead exhibited a atrial lead position check failure resulting in all atrial tachycardia/atrial fibrillation (at/af) therapies disabled . The ra lead remains in use. No further patient complications have been reported as a result of this event.